Manufacturer narrative:
H3: findings/root cause: the customer provided logs to the technical support team. It was confirmed that the device did not stop ventilating. Technical support advised replacing the mainboard of the device, however, the customer declined replacement as they have tested the unit and determined that it is now functioning properly. The customer's reported issue was not confirmed.

Event description:
Additional information received indicates that no product was returned for investigation, however, customer was able to provide logfiles for further investigation.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. Manufacture date is unknown. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient involvement reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vent had a blank screen, and the alarm was constantly beeping. The vent appears to have not stopped ventilating. There was patient involvement but no patient harm.